Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a remstar pro c-flex+ device. The manufacturer received information from the patient alleging burning smell and device overheating. Medical intervention was not specified. The remstar pro c-flex+ was returned to the manufacturer for investigation. The device was applied power and verified airflow. The manufacturer also observed that the customers humidifier heater plate did heat and used a known good supplied heated tube with customer¿s humidifier and found heated tube did heat. No odor observed. During the investigation, the manufacturer observed the sound abatement foam degradation in the following areas which were black substance, consistent with sound abatement foam degradation, was observed on the outside bottom of the blower box and was stuck to it. The presence of degraded sound abatement foam was confirmed. An internal and external visual inspection of the device was completed by the manufacturer and found ui (user interface) knob broken. The air outlet port had tan dust-like contamination in it. Tan dust-like contamination at the air inlet. Pca (printed circuit assembly) had dust-like contamination all over the top of it. Dust-like contamination on top of the blower box and throughout the bottom of the enclosure. Dust-like contamination on top of the blower motor. Dust-like contamination in the bottom of the blower box. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam had significant dust-like and hair-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was observed in the base unit. The investigation confirmed the presence of multiple contaminants that were not consistent with degraded sound abatement foam from the secondary findings. The manufacturer was unable to confirm the complaint. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.